Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the ins did not work. The caller did not have any further details. The caller was directed to have the patient follow-up with their hcp. No symptoms were reported. No further complications were reported/anticipated.